Manufacturer narrative:
Exact date unknown, it was reported that the event occurred in (B)(6) 2020. Initial reporter facility name: (B)(6). This event was reported to the FDA via a voluntary medwatch report. The report number is (B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used in an unknown procedure performed in (B)(6) 2020. According to the complainant, during the procedure, inside the patient, the physician found that the stent had a defective pigtail. The stent was removed and the procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.